Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 02-apr-2020.

Event description:
The customer reported navigation (nav) ring failure. The service technician confirmed the reported issue. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The front bezel was replaced to resolve the reported issue.

Manufacturer narrative:
G4: 06apr2020 b4: (B)(6)2020. H11: information was received that confirms the touch screen was functioning. The navigation-ring not working does not affect the functionality of the ventilator, the unit will continue to function and ventilate patient. The touch screen can be used to make adjustments to the settings. Therefore, the original submission MFR. Report#: 2031642-2020-01113 no longer meets the criteria for a reportable event due to the finding of a functioning touch screen submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.